Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 221102620 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked and twisted. In conclusion, the mapping catheter failed the returned product inspection due to the kinked loop. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.